Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a denovo lesion located in the moderately calcified, mildly tortuous, 90% stenosed, distal left anterior descending artery. The vessel diameter was 2.5 mm and the lesion length was 10 mm. A 2.0x12 mm mini trek balloon catheter was being used for pre-dilatation of the lesion; however, the balloon ruptured during the first inflation at 3 atmospheres. The balloon catheter was changed to a 2.0x12 mm non-abbott balloon catheter to complete pre-dilatation followed by stenting with a 2.25x15mm xience prime sv without any issue. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.